Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation. Meter was returned- evaluation in process. Note 1: manufacturer contacted customer in a follow-up call on (B)(6) 2022 to ensure that the customer's condition had improved - able to establish contact with customer who stated she was still feeling the same and was feeling tired. Medical intervention since the last call was reported: customer stated that she had called 911 and was taken to urgent care. Customer stated that she had been given fluids to drink. Upon leaving the urgent care, customer advised that her blood glucose had been 260mg/dl. Customer had been advised to continue to stay hydrated and drink fluids. Note 2: manufacturer contacted customer in a follow-up call on 11-feb-2022 to ensure that the customer's condition had improved - able to establish contact with customer who stated her condition had improved and she did not currently have any diabetic symptoms. No further medical attention was reported. Note 3: manufacturer contacted customer in a follow-up call on 22-feb-2022 to ensure the replacement products resolved the initial concern- able to establish contact with customer who stated the replacement products resolved initial concern.

Event description:
Consumer reported complaint for dead meter. The battery had been changed on (B)(6) 2022. The customer is using the correct battery in the correct orientation for the meter. During the call the true metrix meter did not power on using the power button or when a test strip was inserted. At the time of the call the customer reported feeling dizzy and nauseous; customer stated she was going to go to urgent care.

Manufacturer narrative:
Sections with additional information as of 11-april-2022: h3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Defect found on returned meter - broken battery contacts. Product evaluation has been completed. Returned product was forwarded to r&d meter for root-cause. R&d investigation has been completed and root cause selected. Retention strip lot tested within specification. Root cause: rc-006: bent positive battery terminal due to user mechanical stress.